Manufacturer narrative:
Concomitant medical products: gore® excluder® aaa endoprosthesis - stent graft contralateral leg endoprosthesis (B)(4). Gore® excluder® aaa endoprosthesis - stent graft aortic extender endoprosthesis (B)(4). (B)(4).

Event description:
On (B)(6) 2015, a patient presented with an abdominal aortic aneurysm (measured 50.6 mm) was treated with gore® excluder® aaa endoprosthesis (B)(4). On (B)(6) 2021, the patients was admitted with type ii endoleak and a sudden growth of the aneurysmal sac (80 mm). The endoleak was embolized with some metallic spiral and glue. In was additionally reported that after the procedure the patient started with a fever and covid positive results and was moved to covid ward.

Manufacturer narrative:
H6 code 3331: a review of the manufacturing records indicated the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak. This device is also reported with the manufacturer report number 3007284313-2022-02018 (for an event at a later date). Corrected h6: updated health effect - impact code to 4641 - unexpected medical intervention. Code 4625 was inadvertently entered, but correct code should be 4641. Updated investigation findings code to 213 - no device problem found. Code 3233 is no longer applicable. Updated investigation conclusions code to 4315 and 22. Code 11 is no longer applicable.

Event description:
After the flogistic index continues to be high a month later, an antibiotic therapy and infective consultation was initiated.

Manufacturer narrative:
B5: additional event description: after the flogistic index continues to be high a month later, an antibiotic therapy and infective consultation was initiated. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak, infection (e. G., aneurysm, device or access sites). Corrected h6: updated health effect - clinical codes to e050102 - aneurysm expansion , and e2121 - endoleaks. Updated health effect - impact code to f1901 - additional surgery. Code 4641 was inadvertently entered, but correct code should be f1901. Updated medical device problem code to a180105 - microbial contamination of device, as infective consultation was initiated due to persistent high flogistic index. Updated component code to g07001 - part/component/sub-assembly term not applicable. Code 515 was inadvertently entered, but correct code should be g07001. Removed investigation conclusions code 4315.